Event description:
Lancilet; there has been a design change - such that the needle does not project far enough to pierce my skin. Spring weak - or too much friction - or color was changed. Dose or amount: na. Date of use: (B) (6) 2010. Diagnosis or reason for use: diabetic, blood testing. Event reappeared after reintroduction: yes.